Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 380 mg/dl. The customer was admitted to the hospital. The customer was released to the hospital the following day. The customer was asked to troubleshoot for high blood glucose but declined. The customer stated that she is not comfortable with the pump.